Manufacturer narrative:
Evaluation conclusion and result codes. Device evaluation summary: the following parts were returned for failure investigation: the breath delivery (bd) power controller and power distribution boards. The returned bd power controller <(>&<)> distribution boards were visually inspected and showed no anomalies. The bd power controller was functionally tested and failed the bd audio test on an extended self test (est) with the error message "power-fail cap not discharging." The bd power controller was functionally tested and no malfunction or product deficiency was identified. Conclusion: electronic component failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the field service engineer (fse) evaluated the device and replaced the breath delivery (bd) distribution/controller printed circuit board (pcb). The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator failed the bd (breath delivery) audio test portion of the est (extended self-test). The ventilator was not in use on a patient at the time the event occurred.